Event description:
On (B)(6) 2013 it was reported that high impedance was observed that day with an impedance value greater than 10,000 ohms. It was stated that the last diagnostics were performed on (B)(6) 2012 which showed results within normal limits and an impedance value of 2793 ohms. The patient¿s device was programmed off. It was stated that there have been no falls reported but the patient does throw herself to the ground frequently. The physician declined to send x-rays to the manufacturer for review. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received that x-rays did not show any issues with the lead. X-rays were provide to the manufacturer for evaluation. The lead connector pin seems to be fully inserted into the generator connector block. Based on the x-rays images, the cause of the reported high impedance could not be seen.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.